Event description:
It was reported that the patient's neurostimulator was not working properly. Additional information has been requested. If additional information becomes available, a supplemental report will be filed. See manufacturer's report # 700236737 for patient's pain device issues.

Manufacturer narrative:
Product ID: 3889-33 lot# v541122, implanted: 2010 (B)(6); product type lead product ID: 3037 lot# serial# (B)(4), implanted: 2012 (B)(6); product type programmer, patient (B)(4).